Event description:
It was reported that the patient implanted with this dual chamber implantable cardioverter defibrillator (ICD) received inappropriate shocks due to undersensing of the patient's atrial fibrillation (af), which allowed the v greater than a rule to be true. It was noted that some programming changes were made, but the patient again received inappropriate therapy. Device data was submitted to technical services for review. Technical services discussed the episode from (B)(6) did show inappropriate anti-tachycardia pacing (atp) therapy due to atrial undersensing resulting in v>a being true. However, rhythm remained in the vt-1 zone for an additional 13 minutes before the rate increased into the vt zone where no detection enhancements were applied (because they were applied in the vt-1 zone) and the device delivered shocks solely based on the rate of the arrhythmia. The episode from february showed therapy was initially inhibited until the rate increased to about 240 bpm and was treated with shocks while the rate was in the vf zone. The vf zone does not apply any detection enhancements, it is based on rate only. Technical services discussed rate control medications should be considered to keep the patient's rate from reaching the vt and vf zones. It was also discussed that the vt-1 zone was programmed with a rate cut off of 120 bpm; increasing this could reduce the number of episodes. The local sales representative reported the physician updated the vt-1 zone to 150 bpm and was to consider programming off the atp timeout and turning off the atrial tachy discriminators. Technical services agreed these were reasonable programming changes to help mitigate the patient receiving therapy for these af with rapid ventricular response (rvr) episodes. No additional adverse patient effects were reported outside of the inappropriate shock therapy. The device remains implanted and in service.

Manufacturer narrative:
If pertinent information is provided in the future, a supplemental report will be submitted.